Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was used during an exploratory bronchoscopy and esophagogastroduodenoscopy (egd) procedure performed in 2009. According to the complainant, the stent was placed for a "t" fistula between the pt's trachea and esophagus. The stent was placed to seal leaking between the trachea and esophagus. However, the pt's symptoms did not improve. Upon investigation four days post procedure, a hole was noted in the stent cover on the tracheal side. The physician used the repositioning suture to remove the stent. Another manufacturer's stent was then implanted. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be doing well.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.